Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that the patient experienced dizziness and dyspnea a few days after the implantation. Cardiac tamponade was diagnosed. It could have been caused through the implantation procedure. The patient was hospitalized and lab tests, echocardiography, chest x-ray, ECG, red blood cell transfusion were done and IV fluids (saline) were given. The patient experienced further chest pain, dyspnea, dizziness. Pericarditis was suspected and the patient remained in the hospital for more tests. No further information about outcome available at the moment.